Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain. Possible intermittent undersensing on the right atrial (ra) lead was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.